Manufacturer narrative:
Pending evaluation. Concomitant devices: tibial insert (cat# 02-012-65-3015). Tibial tray (cat# 02-022-45-4030). Logic stem ext 14mmx40mm (cat# 02-012-60-1440). Logic offset stem ext coupler 4mm (cat# 02-012-61-4000). Tru fluted stm ext 16mmx80mm blast (cat# 02-012-64-1680). Tibial stem ext screw (cat# 204-70-00).

Event description:
As reported by the exactech knee replacement study, approximately 2 yrs. And 8 months, the (B)(6) y/o female patient, weight (B)(6) lbs, experienced chronic aseptic loosening of left tka and all components were revised. Patient complained of pain and instability of left knee. The event is possibly related to the device but unlikely related to the procedure.

Manufacturer narrative:
It has been determined during the investigation that the patient has been deleted from the study database. This was reported in error. This case can close as a non-complaint.